Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, they set the handle, shell, adapter and the cartridges. Prior to the 4th firing, the surgeon re-clamped the tissue, however a strange sound was heard and the device did not react at all. The firing was not performed at all. The jaws were half-closed at that time. They removed the adapter from handle, and then opened the jaws with the manual adapter tool. They re-connected the adapter to the handle, the display screen still showed the indicator of attaching the adapter. No calibration sound was heard. Then they operated the device at the unclean field for a trial .they inserted the handle to new shell, however no calibration was performed and the device did not recognize adapter. The display screen still showed the indicator of attaching the adapter. Replaced by another handle, however another event occurred as below. They inserted the handle of replacement to new shell, and then the calibration was performed. Then they connected another adapter to the handle, however the device did not react. The display screen was getting dark, and finally it turned blackout. Replaced by the third handle and connected the second adapter, the loading and the procedure were completed with no problem. There was no noted problem regarding patient status.